Event description:
It was reported that there was an infection. It was noted that the wound culture results showed infection. It was noted that signs and symptoms included progressive pain near the vertebral column. It was noted that there was sanious pus. Additional information received reported that the outcome was resolved without sequelae. It was noted that interventions included a medication adjustment for ¿antibi.¿ it was noted that the wound culture results showed staphylococcus aureus infection. It was noted that the event was related to the device or therapy and related to the procedure. It was noted that there was ¿externalization of the extension cables for one month.¿ it was noted there was wound exudate at the height of the spine wound. It was noted that there was redness and swelling near the spine wound. It was noted that there was in-patient or prolonged hospitalization. Additional information received reported that there was no implantable neurostimulator (ins) implant. It was noted that it was only spinal cord stimulation (scs) trailing system. It was noted that the infection was related to the lead.

Event description:
Additional information received reported that there was an infection at the extension cable at the back side. It was noted that interventions included antibiotics intravenously on (B)(6) 2014. It was noted that the event was related to the device or therapy and lead 1. It was noted that there was externalization for one month of the extension cables.

Event description:
Additional information reported the event was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resulted in in-patient or prolonged hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0208297800, explanted: (B)(6) 2014, product type: lead. Product ID 39565-30, lot# 0208297800, explanted: (B)(6) 2014, product type: lead. Product ID 37081-60, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID 37081-60, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID 37081-60, serial# (B)(4), product type: extension.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0208297800, product type: lead; product ID 39565-30, lot# 0208297800, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-30; lot # 0208297800, explanted: (B)(6) 2014, product type lead; product ID 39565-30; lot # 0208297800, explanted: (B)(6) 2014, product type lead; product ID 37081-60; serial # (B)(4), explanted: (B)(6) 2014, product type extension.

Event description:
Additional information received reported that the outcome was an ongoing event. It was noted that intervention included medication adjustment. It was noted that interventions included device explant on (B)(6) 2014. It was noted that the lead and extension were explanted. It was noted that the event was related to the device or therapy and related to the implant procedure.